Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ during a supply change after a factory reset and repeatedly issued a restart alert, consistent with a failure to infuse associated with the motor component; blood glucose was affected with a highest reported value of 300, and the user reported dry mouth. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.